Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection on the advia 1800 instrument and service on the waste vacuum tank (wvt) connector and tubing. The cse ran the wash2 diagnostic and quality controls. The instrument was verified, and qc results were acceptable. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The operator informed siemens of a fluidic leak from the waste vacuum tank (wvt) of the advia 1800 instrument. Siemens is informed that the operator was not wearing personal protective equipment (ppe) while containing the leak and troubleshooting. There are no reports of patient intervention or adverse health consequences due to the fluidic leak.